Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring and was able to re-loaded the cartridge to resolve the issue.customer¿s blood glucose level was 98-241 mg/dl.